Event description:
Technician alleged that the bed had no CPR function.

Manufacturer narrative:
Technician replaced the CPR valve and found the rubber tip was damaged on the old CPR valve. Replacing the CPR valve resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.